Event description:
The customer reported the ventilator alarmed during use due to an air source fault. The customer reported the device was in use on a pt and there was no pt harm. The respironics service tech was unable to duplicate the reported problem. The ventilator log history confirmed there was an air source fault, in addition to a gas supplies lost: safety valve open alarm, which indicates the oxygen source is either disconnected, or not detected by the oxygen procedure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. Extended self testing (est) and performance verification testing was completed, and all tests passed per operating specifications.

Manufacturer narrative:
Na